Event description:
It was reported prior to using bd vacutainer® serum blood collection tubes that one (1) case had abnormal white flecks inside the tubes. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary - bd received one (1) photo for investigation. After review and analysis of the customer photo, an additive abnormality is seen within the tube. A total of 30 retained samples were subjected to a visual inspection for additive abnormality. Out of these, four samples failed due to the customer-reported defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode additive abnormality based on customer provided photos and retains. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® serum blood collection tubes that one (1) case had abnormal white flecks inside the tubes. There was no health impact or consequence reported.